Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an under infusion during preventive maintenance. The test was run at 800 ml/hr with a volume to be infused of 200 ml/hr. Results were reported as "well below 190 ml". There was no patient involvement associated with this event. No additional information is available.